Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2330 was confirmed by review of the logs, but not duplicated during product analysis lab (pal) evaluation. The assignable cause for (B)(4) was undetermined. Returned instrument testing / evaluation (rite) functional test failed with device received inoperative for home choice log downloader and passed after being made operative. Rite electrical test passed. A service history review revealed no previous service events were related to the reported condition.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2330 (bag/fluid is overheated) which occurred on home choice (hc) during use during dwell 2 of 4. The baxter technical representative (tsr) assisted the care giver (cg) to recycle the hc and error cleared again. The tsr explained the message may return and to shut the hc off and use manual bags. The tsr instructed the cg to contact the nurse to help program the hc. The tsr arranged for the swap. Therapy was discontinued prior to completion of two (2) full cycles. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the replacement machine arrived. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.